Event description:
The patient had an explant due to infection. The patient had a complete recovery and was subsequently reimplanted. No information was provided regarding which devices were explant and reimplanted.